Event description:
It was reported that that this patient with an implantable cardioverter defibrillator (ICD) system has exhibited variable, out-of-range right ventricular (rv) lead shock impedance measurements. Boston scientific technical services (ts) was contacted and walked the physician through performing a lead integrity evaluation. Provocative maneuvers were performed, which revealed stable and in-range rv threshold and amplitude measurements. It was discussed that the shock impedance rise could be the result of calcification surrounding the lead coil. Potential x-ray imaging and commanded shock testing were mentioned to assess the rv lead placement and integrity, if clinically appropriate. The physician elected to increase the shock alert limit to 150 ohms and is continuing with normal monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.